Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.15¿ from the base. The broken piece was not returned. The complaint regarding broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, one of the jaws of the harmonic ace instrument broke. It was retrieved with a laparoscopic forceps. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage found. About 40 minutes into use, during dissection one of the jaws fell off and was retrieved with a lap instrument. The instrument did not collide with other instruments during procedure. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically using another instrument. The fragment was lost in the sterilization process and will not be returned for evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting a calibration issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the images of the broken harmonic ace instrument. The review of the provided image is conducted by the isi regulatory post market surveillance specialist (rpms) and found that the image was consistent with the alleged complaint of damaged jaw. A review of the instrument logs for the harmonic ace (part number 480275-08/lot number l90220306-0105) associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction and adverse event due to the following conclusion: the harmonic ace instrument jaw broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.